Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first and second proximal stent rows were damaged and the stent struts were lifted and pulled in a distal direction. The first distal stent row was also damaged and the stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found a kink in the midshaft 2.9 cm distal from the hypotube midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 12-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery (rca). Following pre-dilation, a 2.75x20mm synergy¿ drug eluting stent was advanced but failed to cross. The procedure was not completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal and distal stent damage.